Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The issue was found in preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported that the subject device had abnormal image. The issue was found in preparation for use for a therapeutic laparoscopic surgery that was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information received and due to a correction needed. Updated fields: last name, (type of investigation, investigation findings and investigation conclusions) and h11. Corrected field: e1 phone number (inadvertently omitted the 0 number after the six). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.